Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified in the superficial femoral artery. It was further reported a bare metal stent was placed at the targeted lesion. Patient was discharged same day from hospital.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The sample was not returned to the manufacturer for inspection/evaluation. (Expiry date 10/2020).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, vessel dissection was identified in the superficial femoral artery. It was further reported a bare metal stent was placed at the targeted lesion. Patient was discharged same day from hospital.